Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: angina and ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that approximately twenty one (21) days after a 2.5 x 15 mm xience v stent and a 2.5 x 28 mm xience v stent were implanted, the patient complained of chest discomfort, and an abnormal stress test was consistent with severe ischemia involving the left anterior descending artery (lad). Percutaneous coronary intervention (pci) was performed as treatment. Additionally, no pre-dilatation was performed prior to implanting the 2.5 x 15 mm xience v stent (contrary to IFU). No additional event or patient information is available.

Manufacturer narrative:
The second xience v 2.5 x 28 mm (lot#8071761) is being filed under the same manufacturer number. Angina and ischemia are risks of stenting, and are listed in the IFU. These patient effects along with hospitalization are listed in the risk assessment and are not necessarily an indication of a product deficiency. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how direct stenting the lesion may be related to the patient effects, if at all.